Event description:
Information was received the that a smiths medical pneupac parapac plus ventilator had "CPAP at low end is off and missing knob covers." No adverse effects were reported.

Manufacturer narrative:
One pneupac parapac plus ventilator was returned for analysis in good condition. Initial check of the CPAP control was performed and was found to be outside tolerance minimum; confirming complaint. Based on the evidence, the device was found out of calibration.